Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the patient experienced pain at the pocket site. The patient underwent a revision procedure to reposition the ipg. The event was assessed as related to the procedure and the device.